Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of a nurse manager that an a3059 mayfield composite series skull clamp slipped during surgery on (B)(6) 2018. No patient injury or surgery delay was reported. Additional information was received on (B)(6) 2018 indicating that the (B)(6) year old female patient underwent a craniotomy for tumor resection. One superficial wound was noted requiring suture. There was a delay in surgery (unsure of exact amount of time); the surgeon had to repin the patient.

Manufacturer narrative:
Product was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the unit received with the mayfield 2 lock has up and down movement when unit is not under pressure and unlocked, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. The device history record reveals that no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. Complaint event unconfirmed. Root cause is unknown. However review of the foreseeable sequence of events indicated in risk management file indicates the most likely reason for reported failure of "unintended movement of the patient¿s head¿ is: clinician or staff applied an inadequate load to the patient¿s head; clinician used unapproved skull pins; index locking mechanism was not fully engaged; clinician/staff applied a clamping load greater than the patient¿s skull could support.

Event description:
N/a.